Manufacturer narrative:
(B)(4). Batch # r9563p. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. There were no "remove instrument from patient," unspecified alert screen received, replace instrument" displayed at any time during the analysis of the device. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic gastrectomy procedure, the first device touched a forceps, then, ¿remove instrument from patient / clean blade / replace instrument¿ were displayed. The generator was restarted and the device was replaced with a second device. The second device functioned properly and was used to complete the case. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.